Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 9.0 mmol, 4.8 mmol. Tests were done within 20 minutes with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.